Event description:
The nurse called and requested assistance with changing the basal rates. It was reported that the customer was found unconscious with extremely low blood glucose. Assisted the caller adjusting the basal rates. Advised the nurse to have the customer call back at her earliest convenience to troubleshoot. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.